Event description:
It was reported that the safety cap is hard to close over the exposed needle causing the potential for a needle stick as you push down to cover the needle after use. No information was received regarding any type of serious injury as a result of this product malfunction.